Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that pneumothorax was observed three days post device upgrade procedure. It was mentioned that the upgrade procedure was difficult due to difficulty in finding access on the patient¿s left side. Increased threshold on the ventricular lead was observed during device check. Lead was appeared to be dislodged with no capture in the ventricle and there was also decrease in r-wave. A chest drain was inserted to address pneumothorax before device check. Patient underwent another procedure to reposition the ventricular lead. Lead repositioning was unsuccessful due to difficulty with the lead helix, so the lead was explanted and replaced. Patient is recovering.